Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving sensors with no needles. The customer states that two out of the three sensors did not have needles. The customer's blood glucose level at the time was unknown. The customer was advised that the sensors and serters would be replaced.